Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it appears the foot caught tissue during closure in the proximal foot. The tissue capture will increase resistance to remove or advance the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device using an 8f sheath after a neurosurgical procedure. Reportedly, strong resistance was encountered when attempting to remove the device. An attempt was then made to push the prostyle device back into the vessel, but this was also met with strong resistance. Use of the prostyle was abandoned, and the suture was removed. After cycling the lever, resistance decreased slightly, and the device was able to be withdrawn. Upon removal, it was noted that the foot had not fully retracted. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.